Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a eopa 3d arterial cannula, the customer reported a leak during insertion into the aorta during surgery. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer actually swapped out 2 cannula on the same patient.the leak was from the cannula body wirewound section.customer does not believe the sutures are relevant to the leak.blood loss was minimal ,much less than 50mls.no transfusion was required.the customer went on bypass, cannula leaked , they then swapped it out for another cannula, this also leaked. So they replaced the cannula with a completely different cannula type.